Event description:
In 2001, bilateral breast augmentation with saline filled breast implants. Now desires larger size implants no problem with present implants. In 2003, pt underwent bilateral implant removal with placement of larger saline implants.